Manufacturer narrative:
Investigation is pending.

Event description:
This event occurred in (B)(6). The customer reported a variance between two (2) inratio inr results on a patient. The results were > 7.5 and 2.7. The time between testing was a few minutes. The available information is limited and no additional information is able to be obtained.

Manufacturer narrative:
Investigation/conclusion: in-house retain testing was performed. In house testing on retained strip lot 367326 meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.